Event description:
A malfunction alarm identified as "malf 16" was reported by the customer, with no notable events occurring prior to this issue. There was no reported adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, although the malfunction persisted. Consequently, it was decided by customer technical support to replace the pump. The customer confirmed that the pump was under warranty and was informed of the replacement process. They were instructed to use an alternate method for insulin delivery and will return the faulty pump using the provided return label and box.